Event description:
It was reported that an ilet user experienced elevated blood glucose after announcing half-size meals at breakfast and subsequently reverting to usual meal announcements per healthcare provider guidance. Troubleshooting and education on correct meal announcement timing and spacing were provided. Symptoms included hyperglycemia reaching 358 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure in relation to meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.